Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
While inspecting the instrument pan, it was discovered the middle ring was chipped and a part was missing completely.

Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
Examination of the returned device confirmed the reported event. The overall condition of the instrument indicates multiple usages. The device exhibits burnishing wear indicated of extended usage. The device also exhibits a shade of yellow indicating it has been subjected to numerous decontamination procedures. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.